Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through patient outcome that the patient passed away due withdrawn care because of multi system organ failure.

Manufacturer narrative:
Section h6: health effect - clinical code: 4868 - hemodynamic instability. Health effect - clinical code: 4476- gastrointestinal hemorrhage. Health effect - clinical code: 1874 - gastritis. Health effect - clinical code: 1903 - hyperbilirubinemia. Health effect - clinical code: 2482 - respiratory acidosis. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review by the account. A specific cause for these alarms could not be conclusively determined. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including various forms of organ failure/dysfunction (respiratory failure, renal dysfunction, hepatic dysfunction, and right heart failure), bleeding, and death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. This section also explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was implanted with the heartmate 3 pump on (B)(6) 2024. The patient recovered well postoperatively and was extubated. Inotropic support was weaned. The patient was started on coumadin (warfarin) and argatroban for anticoagulation. The patient had significant coagulopathy following initiation of coumadin (warfarin) and argatroban which required multiple blood products and reversal of coumadin (warfarin). Heparin-induced thrombocytopenia (hit) screening was negative. On post-operation day 4, the patient developed hematemesis with acute respiratory failure requiring reintubation. They continued to decompensate requiring initiation of continuous renal replacement therapy (crrt) for acute renal failure. Gastroenterology was consulted and an esophagogastroduodenoscopy (egd) was completed on (B)(6) 2024 which revealed gastritis. Unfortunately, despite treatment of their presumed gastrointestinal bleed and reversal of their anticoagulation, the patient continued to decompensate. They had markedly elevated liver function tests (lfts) and persistent bilirubinemia. They had worsening metabolic acidosis requiring continuous replacement with sodium bicarbonate with no significant improvement in lactic acid levels. An echocardiogram revealed profound right ventricle dysfunction. The patient was placed on inhaled nitric oxide and efforts to remove volume via crrt were unsuccessful secondary to hypotension. They continued to have worsening acidosis with hemodynamic instability requiring significant increase in pressor requirements and subsequent low flow alarms with the pump. Palliative care was consulted. The family decided to pursue comfort measures and to withdraw care. The was terminally extubated, intravenous (IV) medications were discontinued and the pump was disconnected. The patient passed peacefully with family at bedside due to multi system organ failure. The death was not device related. The device operated as expected.